Event description:
It was reported by the customer that the pyxis medstation es system smart remote manager is currently not recognized on the pyxis bus, preventing nursing staff from gaining access. A customer has reported that there was a delay in the dispensing of medication due to a noted malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that smart remote manager not seen in station. A field service engineer substituted the controller board and cable to rectify the problem. The system functioned as intended after field service engineer troubleshooted the device.